Event description:
It was reported that while mapping the right ventricular (rv) leadless pacemaker (lp) and the delivery catheter for fixation, the catheter shifted upwards. As a result, an effusion resulting in tamponade occurred near the interventricular groove. It's unknown how the event was resolved, but the patient is recovering. Additional information was requested but not received.